Event description:
(B)(4). Event occurred in the united states. It was reported that on (B)(6) 2019, the patient's infusion set's tubing had detached, which led to increased blood glucose levels. This issue occurred with one set. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.